Event description:
During (right eye) cataract phacoemulsification with lens implantation and while lowering the microscope into position by the surgeon, the scope came loose and started to fall onto pt. The circulating or nurse grabbed under and held the scope. Physician and nurse put scope back into position and reattached it. Co tech found that the security screw could have worked its way out due to breakdown in lubrication.